Event description:
It was reported that the patient experienced muscle stimulation according to the physician, and both the right ventricular (rv) lead and left ventricular (lv) leads exhibited insulation damage. Additionally, the rv lead exhibited high thresholds and the lv lead exhibited decreased impedances. The leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and extrinsically fractured due to melting, and there was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered inbody tissue/fibrotic growth and the tines/lobes of the lead became extrinsically distorted. Both the outer insulation and the overlay tubing of the lead was extrinsically breached due to melting. Additionally, the overlay tubing of the lead was extrinsically melted but not breached and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that the patient experienced muscle stimulation according to the physician, and both the right ventricular (rv) lead andleft ventricular (lv) leads exhibited insulation damage. Additionally, the rv lead exhibited high thresholds and the lv lead ex hibited decreased impedances. The leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).